Manufacturer narrative:
(B)(4). The device was checked, a cable connection was poor, it was reconnected and the ventilator worked properly.

Event description:
It was reported that during use, a ventilator had an alarm and the oxygen concentration was not shown. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.